Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a open reduction internal fixation (orif) surgical procedure on the left ankle, it was observed that there was a loud rattling noise coming from the quick coupling device when the handle on the small battery drive device was pulled and the trigger was pressed. It was reported that there was no delay in the procedure due to the event. It was not reported if a spare device was available for use. The procedure was successfully completed with the patient in stable condition. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of a rattling noise coming from the power wire driver attachment when the handle is pulled and the trigger on the drill is pressed was confirmed. An assessment was performed on the device which determined the unit was making a grinding sound. It was further noted that the bearings and the housing were damaged due to corrosion. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.